Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed a single vad stopped alarm on the reported event date, which was likely the result of a controller exchange. Log analysis also revealed powers switching events that may have contributed to the reported event. During evaluation, both power ports clicked to connect with both battery and or ac adapter and were easy to disconnect. System testing did not indicate any abnormal operation of the controller power connectors and no random beeps were detected. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. A possible root cause can be attributed to a communication error between the controller and batteries. No mechanical issues were found during testing. The manufacturer has opened an internal investigation to evaluate these types of issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot on the controller. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions not to force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from germany by the perfusionist that the patient reported a malfunction of both power connection ports. The battery is not able to lock. The hospital performed an exchange of the controller and sent video of the problem, log file analysis had shown several controller power ups. There were no effects on the patient. The controller was exchanged. No further information is available at this time. Investigation is in process.